Event description:
Per the clinic, the device had extruded during MRI. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on november 18, 2022.

Event description:
Correction: there was no extrusion. Per the clinic, the patient experienced wound dehiscence at the implant site, and subsequently underwent skin revision surgery under general anesthesia (date not reported). The implanted device remains.